Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error 48244, 48240, 48241. The fse checked the illuminator fans and the fans worked normally. The illuminator was tested with two different tool lamps; both lamps could not turn on. The fse cleaned the illuminator and reconnected the connectors inside, but the symptom still existed. The illuminator needed to be replaced to solve the problem; however, no spare illuminator was available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lamp could not ignite. The intuitive surgical, inc. (Isi) technical service engineer advised the customer to reset the lamp, reboot the system, and ventilate the vision side cart (vsc). The customer understood and continued the case. The procedure outcome is unknown with no reported injury. Isi contacted the customer and obtained the following information: the system status was partially normal. The procedure was completed robotically with original system configuration with a third party illuminator.